Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that when the anesthetist documents 1,5g paracetamol, the innovian application shows 15g paracetamol as total. The anesthesia report also shows 15g. It was also reported that when the anesthetist documents 2.5g propofol to 8,8 ml/h as fluids, the innovian anesthesia report shows 227ml instead of 2,27. There was no pt injury reported. (B)(4).